Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) was unable to work after the batteries were changed out, generating an error code indicating a fault was present. It was noted that the previously working batteries were then reinserted, however this failed to resolve the issue and a further error code was generated. It was further noted that an emergency alarm was activated. Additionally, it was note that the patient had a complete heart block and a low heart rate. Troubleshooting steps were taken to include replacing the epg with an alternative epg which resolved the issue. No patient complications have been reported as a result of this event.